Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the right atrial lead exhibited noise and low impedance. The lead was capped and replaced on (B)(6) 2021. The patient was in recovering condition.